Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range pacing lead impedance and increased capture threshold were observed via remote transmission. The patient was asymptomatic. The lead was capped during device explant procedure and replaced the next day on (B)(6) 2016. Patient was stable.